Event description:
A healthcare professional reported that cutting speed issue and no aspiration during fragment extraction step for cataract and vitrectomy combination surgery. The procedure was completed after replacement of cassette and machine. There was no patient contact with product and no impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.